Event description:
It was reported that a revision surgery was performed due to dislocation, pain and swelling. The surgeon decided it is not the product failure.

Manufacturer narrative:
The associated tandem cocr liner was not returned for evaluation. A clinical investigation noted there is no relevant supporting clinical information provided and no report of the patient's current condition to assist with a clinical investigation. Therefore, based on insufficient information, a clinical assessment cannot be performed at this time. Our investigation included a review of complaint history on the list part which revealed no additional complaints for this failure mode with the same batch number. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.